Event description:
It was reported that the customer had low blood glucose levels in the range of 40 mg/dl. The customer treated with orange juice. The mother of the customer reported calibration errors and lost sensor errors from the insulin pump. Troubleshooting was done. The mother of the customer also reported that the sensor appeared crinkled upon removal. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.